Manufacturer narrative:
Clinical review: a temporal relationship does not exist between ccpd therapy utilizing a liberty cycler set and the serious adverse event of peritonitis, characterized by an altered mental status (e.g., disorientation and repetitive questions), coughing, hypoxemia, and a recent fever, which warranted hospitalization and antibiotic therapy. Per the pdrn, the definitive cause of the peritonitis is unknown; therefore, causality could not be firmly established. However, the patient was awaiting a replacement liberty select cycler and performing manual therapy when the serious adverse events occurred. It is well established that esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, escherichia coli is one of the most common organisms causing gram-negative peritonitis in pd patients and is considered normal flora of the gastrointestinal tract. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) reported the patient¿s spouse contacted emergency medical services (ems) due to the patient being disoriented, asking repetitive questions, coughing, hypoxemia (oxygen desaturation as low as 88%), and a recent history of fever. A peritoneal effluent fluid culture and cell count (wbc = 687 /mm3) were collected, and the patient was formally admitted. The patient was diagnosed with bacterial peritonitis and was treated with intraperitoneal (ip) ceftazidime 2000 mg daily x 21 days and oral nystatin 5 ml four times a day. The patient¿s cultures returned positive for escherichia coli (date not provided), and the patient¿s antibiotics were continued. The pdrn reported that the patient continued to undergo ccpd while hospitalized and was discharged in stable condition on (B)(6) 2026. The patient is recovering from the serious adverse events and resumed ccpd therapy at home at home with the cycler. The pdrn stated the definitive cause of the peritonitis is unknown; however, the patient was awaiting a replacement liberty select cycler (which was delayed due to winter storm) and performing manual therapy when the serious adverse events occurred.